Event description:
It was reported that a patient presented to clinic for assessment on a heart valve surgery. Eventually, the right ventricle (rv) lead exhibited high threshold. The physician anticipates the patient will require more rv pacing after his next valve surgery and wants to perform rv lead revision at this time to ensure the patient has a normal functioning rv lead when he becomes more dependent on it down the road. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.